Event description:
Device issue: none. Adverse event: neurologic deficit. Onset of adverse event: after the procedure. It was reported that after the patient underwent stenting in the right internal carotid artery with the xact stent on (B) (6) 2010, the patient experienced hypotension that was treated with dopamine infusion and resolved on (B) (6) 2010. On (B) (6) 2010, the day after the carotid stenting procedure, the patient experienced right sided gaze deviation, partial left facial weakness, suspected receptive aphasia, lethargy, and left arm weakness. The patient was treated with eptifibatide and heparin infusion. The patient's symptoms resolved on (B) (6) 2010. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.